Event description:
It is reported that a customer received a lost sensor alert on their insulin pump. The patient's blood glucose level was unknown. The customer had issues with removing the sensor needle. No further information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.